Event description:
Upon arrival at scene, the paramedic crew found a pt in cardiac arrest, with CPR already in progress by emts. Pt was intubated by (B) (6) crew, with crew noting good visualization of vocal cords, equal bilateral breath sounds, and negative epigastric sounds. As further confirmation of proper tube placement, the crew placed an oridion etco2 monitoring filterline set, lot#q0905123 on the endotracheal tube. The set did not register at all. The crew then used the back-up etco2 monitoring device, the easy cap colormetric co2 monitoring device, which worked fine. There was no negative consequences for the pt as a result of the filterline set malfunction, since the initial tube placement confirmation was by direct visualization, presence of = bilat breath sounds and negative epigastric sounds, with secondary confirmation by use of the easy cap. Upon return to station, the crew tested another et filterline from the same lot, which did not work. -the original failed filterline was accidentally thrown away.- they then tested an et filterline of a different lot and also a nasal filterline, both of which did work. We repeated the crew's test at hq, with the same results. We tested a new et filterline from lot #q0905123 in two monitors, and it did not work in either one. We then tested an et filterline from another lot # -q0808202- and it worked fine in both monitors. We then tested a nasal filterline in both monitors and it worked fine in both. We concluded that the problem only occurred with et filterlines from lot #q0905123. The monitors used were all physio lifepak 12s, but since they worked fine with filterlines from other lot numbers, we concluded that the problem was with the one lot. We do not have the filterline wich was used on the pt, but we do have other filterlines from that lot # which are available for inspection. Dates of use: (B) (6) 2010. Diagnosis or reason for use: post-intubation endotracheal tube placement confirmation.